Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the davol device may have caused or contributed to the events as alleged. The contact alleges that the patient underwent a CT scan 13 months post implant and alleges the resorbable mesh was identified. Per the instructions-for-use, absorption of the mesh material will be essentially complete within 12 to 18 months. Without a lot number a review of the manufacturing records is not possible. At this time, with the information provided no conclusion can be made. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is report that on (B)(6) 2016 the patient was implanted with a davol phasix mesh for the repair of a large ventral hernia. It is alleged that the patient feels a high level of discomfort, and feels irritated on the inside with significant itching. It is alleged that the mesh feels like it is cutting into her intestines. The contact alleges the mesh "swells up like a basketball" and can be painful. The contact alleges this has caused the patient to become inactive and now very much out of shape and her stomach never relaxes. As reported the patient "struggles with morbid obesity." The contact alleges "the surgery has made it worse" and quality of life "has drastically dropped since this surgery."